Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported entrapment of device associated with clip becoming caught in the chordae cannot be determined. Image resolution poor is related to procedural conditions associated with imaging challenges that were experienced during the procedure. The reported unspecified tissue injury resulting in unchanged mitral valve insufficiency/ regurgitation (mr) appears to be related to the procedural circumstances associated with the clip becoming caught in chordae. Mitral regurgitation and tissue damage are listed in the mitraclip g4 system instructions for use as known possible complications associated with mitraclip procedures. Unexpected medical intervention, medication required and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip being unable to be removed after becoming entangled in the chordae, resulting in a clinically significant delay and the clip being deployed in place. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Two clips were implanted successfully. Upon crossing into the ventricle with the third clip, the clip became entangled in the chords. The user may have possibly inadvertently moved the clip delivery system (cds). After 45 minutes of trying to get out of the chordae, the implanter decided to grasp the leaflets and deploy the clip. The clip was stable on the valve, however the clip was not perpendicular to the valve due to the chordal entanglement. The mr was not reduced post procedure. There was reportedly a clinically significant delay. No additional information was provided.